Event description:
Boston scientific received information that the patient implanted with this pulse generator collapsed recently and wanted to verify the device is working appropriately. Latitude patient services explained the device is read by transtelphonic monitoring and advised the patient to contact the physician.

Manufacturer narrative:
The sales representative was not aware of this event and had no further information attempts have been made to obtain more information on this patient but were unsuccessful. At this time, no further information has been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.